Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an unspecified procedure in an unspecified vessel, a priority pack 20/30 indeflator inflation device was slow to inflate an unspecified device, but inflation to the desired pressure was able to be achieved. After inflation, the indeflator was also slow to deflate, but was able to be completely deflated and complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.